Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. Customer stated that prior to the blank display she received a low reservoir alarm. Customer also received a battery out limit alert. Customer's blood glucose reading at the time of the call was 115 mg/dl. No further information reported.